Event description:
It was reported by the contact that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. As the customer was not with the contact at the time tandem technical support was contacted, troubleshooting to determine the cause of this occlusion was unable to be performed.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. Additional info received indicated that the customer had changed the cartridge and infusion set and has not had another occlusion alarm.